Event description:
A pt called to report that, following cataract surery, pt began to experience visual disturbances that pt's describes as "shadow vision". Pt reports seeing double images with the top of the images appearing darker than the bottom. The pt stated that pt's surgeon told pt that pt's intraocular lens (iol) developed a crack after being implanted in pt's eye. Follow-up with the implanting surgeon confirmed that there was no defect noted on the iol when it was implanted. The surgeon states that it is the first time in over 30 years of practice that he has seen a lens crack develop four months following surgery. He further commented that the lens was heated prior to insertion. The reported crack is on the anterior surface and runs across the optic in an irregular pattern. The surgeon plans to explant and replace the lens in 2000.